Event description:
Revision surgery was reported due to loosening of the implants.

Manufacturer narrative:
The tapered junction between the inclination set and the humeral head was mechanically locked. No signs of loosening were observed with the application of manual force. The inclination set saddle joint was not mechanically locked, and the grit-blasted surface showed signs of burnishing, where the two mating surfaces slid past one another. The threads of the inclination set screw were also deformed. Saddle joint slippage and set screw deformation can contribute to shoulder instability. The inclination set, also, showed signs of deformation, which likely happened upon removal of the device. The returned stem showed signs of macroscopic plastic deformation, which likely happened upon removal of the device. The body and body set screw appeared intact and showed no signs of macroscopic deformation. The articulating surface of the glenoid showed signs of scratches and wear, most likely due to the presence of third party debris. Third party debris can be caused by a number of sources including, but not limited to, bone cement, bone, or other materials. The backside of the glenoid had bone cement that was well bonded to the surface, and which did not loosen with the application of manual force.